Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead was found to be operating in safety mode. A temporary wire was placed to support the patient during procedure since the patient was dependent. During the procedure, the chest pocket was opened, and the pacemaker and rv lead was found to be twisted. A decision was made to replace the pacemaker and the rv lead together. Rv lead was surgically abandoned, and a new rv lead and pacemaker was successfully implanted with no additional adverse patient effects. The device is expected to be returned.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead was found to be operating in safety mode. A temporary wire was placed to support the patient during procedure since the patient was dependent. During the procedure, the chest pocket was opened, and the pacemaker and rv lead was found to be twisted. A decision was made to replace the pacemaker and the rv lead together. Rv lead was surgically abandoned, and a new rv lead and pacemaker was successfully implanted with no additional adverse patient effects. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed <<it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.